Manufacturer narrative:
Software investigation not completed.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy. There were no details provided regarding specific measurement or direction of alleged inaccuracy. Pointmerge was used to register fiducial landmarks. The tumor was large and superficial. The surgeon noted several of the fiducial markers appeared smashed on the scan. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that per the case description and picture, the 3d model and corresponding fiducials appear to be deformed on the sides of the head which would prevent the true location of the fiducials on the anatomy to match the 3d model. The software functioned as designed.